Event description:
It was reported that the surgeon called the sales rep to advise him of a plate breakage. The patient complained of pain and during an office visit, an x-ray revealed that the plate was broken. Additional surgery has not been scheduled and the sales rep does not have any further information.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.